Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly restarted the ventilator and the fault disappeared. The ventilator was cleared for clinical use. No ventilator logs were provided. Since no logs were provided for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref #: (B)(4).